Event description:
Sulzer medica voluntarily recalled specific lots of inter-op acetabular shells following review of manufacturing process. This pt received one of the recalled cups. Pt underwent replacement.